Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 532 mg/dl. Reportedly, the customer used humalog insulin in the cartridge for longer than 48 hours. Tandem technical support educated the customer on cartridge/insulin labeling. Customer delivered a bolus to address bg. Recommendation was made to discuss diabetes management with a health care professional.